Event description:
A consumer called and stated that she was allegedly burned while using a heating pad. This incident resulted in blisters on her inner thigh, which were treated at a hospital. The patient also stated that this incident occurred while she was sitting on the heating pad, which is contrary to proper use instruction. The product has a clear warning that states the product is intended for use on top of the body, and consumers should not sit against or lay on top of the heating pad. The instructions also have a warning to never place the pad between yourself and a chair, sofa, bed, or pillow. There were no complications from this incident, and the patient is doing fine now.